Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the pipeline failure to open and resistance was not determined. Catheter resistance was at the tip end. A continuous saline flush was administered and maintained as indicated in the IFU. There was no obvious damage observed to the pipeline pushwire or catheter. The pipeline was not in a vessel bend when it failed to open. Additional steps attempted to open the pipeline included tension increasing and decreasing system to help open.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex braid and marksman catheter were returned for analysis within a shipping box; and within plastic bio-pouches. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be determined. Damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. In addition, the middle section of braid was found to be fully opened and no damage. No flash or voids molded were observed in the hub. No damage was found with hub. No bent or kink was found with catheter body. The marksman catheter tip and marker were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of marksman catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline did not open well and encountered resistance in the marksman catheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left ophthalmic artery with a max diameter of 4.3mm and a 5.2mm neck diameter. The landing zone was 3.3mm distally and 4.3mm proximally. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery with a diameter of 9mm. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed smooth blood flow. It was reported that under the guidance of the loach guidewire and the multifunctional angiography catheter, the intermediate catheter successfully reached the posterior knee of the cavernous sinus segment. The stent microcatheter successfully reached the m1 segment of the middle cerebral artery. The ped was deployed from the end of the internal carotid artery and gradually deployed to the cavernous sinus segment. It was found that the tip end and middle part of the stent were not opened well. The microcatheter was then raised, the stent was retrieved, and an attempt was made to deploy it again. After retrieval, when it was deployed again, the microcatheter could not be pushed. After trying to increase and decrease the tension of the system, the dense mesh stent still could not be pushed out, so the system was removed as a whole. The dense mesh stent and microcatheter were replaced with new ones for deployment, and the surgery was successfully completed. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.